Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2006; 693565 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to infection. The source of the infection could have been a urinary infection but the source was ultimately unknown. The patient was treated with antibiotics and paced externally and received a new system a few days later. No further patient complications have been reported as a result of this event.